Event description:
Our office in (B)(4) reported that a female pt experienced a swollen, red eye and had problems with her vision after using oxysept 1 step disinfecting solution; she failed to add the neutralizing tablet (misuse). She saw a doctor and reported she had a "massive infection"; she was treated with isopto-max and a 'painkiller' and told not to wear her contact lenses for a week. The pt discarded the bottle of solution; the lot number is unk. Follow up information from the treating doctor has been requested but not yet received.

Manufacturer narrative:
Lot number of solution used by pt is unk; it was discarded. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent information that is available has been submitted. Should additional information become available that changes the facts or conclusions, a supplemental report will be submitted.